Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack at the battery compartment and reservoir chamber; the device also had a blank display when she woke up this morning. The patient's blood glucose at the time of the blank display was 350 mg/dl. Troubleshooting was initiated. The customer mentioned that the physical damage may have been due to wear and tear. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.